Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 400 mg/dl and sensor glucose was 164 mg/dl and sensor was not calibrating correctly and customer removed it. Customer stated that, the sensor has been giving he inaccurate readings sometimes it was accurate but other times it was off. Customer stated that, her blood glucose fluctuate a lot because of some stress issues that she had. The customer declined troubleshooting for the high blood glucose and sensor glucose verses blood glucose. The device will not be returned for analysis.